Event description:
It was reported that there was an angle decline with the screws of cervical spine locking plate variable angle plates over time. This is report 1 of 1 for file (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Two cervical spine screws were observed via returned x-rays and one the screws came out of the plate. It is possible that the screw was not sufficiently locked. Furthermore, high forces were possibly applied to this screw due to the long construct. Additional posterior stabilization would have been helpful in this case. Exact item and lot numbers are not known and it could not be determined which of the two screws came out. Therefore, respective production documents cannot be verified and material analysis cannot be conducted. Hence it can only be confirmed that the cervical plate screws were manufactured correctly according to the aoasif specifications and international standards (iso 5832, 2).this complaint is indeterminate from a manufacturing standpoint.